Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found that the pump was under infusing outside the amounts that mmdg considers non-reportable. The pump appears to have sustained impact damage, which can effect the operation of the pump. The pump was also over due for annual preventative maintainence. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump did not pass a volume accuracy test that they conducted. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).]